Manufacturer narrative:
Investigation of the event is currently in progress. A follow-up report will be submitted when additional information becomes available.

Event description:
The user facility reported that a keypad yoke control button fell from the handle of their harmonyair a-series surgical lighting system into the sterile field. No report of injury.